Event description:
It was reported that the subject device exhibited image shaking due to movement in the telescope fixing part. The issue was identified during setup/inspection prior to use (i.e., during room setup or before the patient entered the room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leakage from the coupler mount, coupler unit loosening, corrosion of the coupler unit. Based on the results of the investigation, it is likely the following led to the malfunction cause due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.